Event description:
While lifting resident out of bed and transporting her to a chair, one leg of the trixie lift foled causing the lift to tilt. The nurse was able to catch the resident and lift. The nurse injured her arm.